Manufacturer narrative:
Review of electronic device data determined that the event likely occurred on (B)(6) 2019. The power pcba and battery wire harness were replaced and the device passed functional and performance testing and was returned to the customer for use. The likely cause of the issue was determined to fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11. The fretting corrosion on j11/p11 can increase the resistance of the input power path resulting in a sudden loss of device power under conditions of high current usage, such as code-summary.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly. As a result, defibrillation therapy may be unavailable, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio reviewed the device data and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly. As a result, defibrillation therapy may be unavailable, if it was needed. There was no report of patient use associated with the reported event.